Manufacturer narrative:
Based on the claim against the product by the customer noting generator errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the iesu and completed failure analysis (fa). Fa was able to confirm the reported complaint. The generator displayed error c-43 during startup. The generator will be sent to the original equipment manufacturer (OEM) for repair. The complaint regarding generator errors was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported multiple generator errors. The customer stated that they have tried replacing the instrument cord, instrument, grounding pad, and also power cycled the erbe generator a couple of times, but the issue remains. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system logs and confirmed multiple errors for the vio integrated electrosurgical generator unit (iesu). The tse recommended one more hard power cycle of the iesu but as soon as the generator powered on, the errors returned. The tse asked if they have another tower or 3rd party force triad generator. The customer stated that their other systems were not close by, but do have the 3rd party generator. The customer stated that the gray cable did not connect correctly. The tse informed the customer that the pmed cable should be blue in color and have a part number of 371716. The customer stated that they do not have this cable but was going to figure out something else. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.